Event description:
Lp500 AED used for a pt in cardiac arrest. Pads were properly placed on pt with good adhesion to chest. During the "analyze" phase, machine indicating "motion detected" despite no one touching or moving the pt. This continued to occur 3 times despite all efforts to troubleshoot the machine. This AED was discontinued and another AED was used for the case.